Event description:
It was reported an oncology patient underwent a total hip arthroplasty on (B)(6) 2011 due to tumor removal. On (B)(6) 2014, the patient underwent a revision procedure to correct a leg lengthening issue. Subsequently, the patient has dislocated and is need of a subsequent revision. A date has not been set for the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "undesirable shortening of limb," and ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08209 / -08210).